Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation and there were many powder-like pieces inside the smartablate irrigation tubing set. It was noticed during priming. Although it was improved slightly after air was released, the powder-like pieces could not be completely removed. There were no bubbles. The material observed in the tubing was loose with movement. The tubing set was replaced with a new one. The replacement catheter had no powder. The procedure was completed without patient consequence.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation and there were many powder-like pieces inside the smartablate irrigation tubing set. It was noticed during priming. Although it was improved slightly after air was released, the powder-like pieces could not be completely removed. There were no bubbles. The material observed in the tubing was loose with movement. The tubing set was replaced with a new one. The replacement catheter had no powder. The procedure was completed without patient consequence. Device investigation details: he device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed, and cloudiness inside the tubing was observed. A device history record review was performed for the finished device number lot ac9157373 and no internal action related to the complaint was found during the review. Since cloudiness was observed, this failure could be related to the foreign material reported by the customer; therefore, the customer complaint was confirmed. The instructions for use contain the following information: verify that the smartablate¿ irrigation tubing set is free of leaks or defects and that all bubbles have been flushed from the tube set. If bubbles are present, continue flushing until they are passed through the tubing set. In addition, cloudiness on the smartablate tubing have been investigated by a cross functional team and the engineering analysis suggests that a plasticizer migration in the tubing product may contribute to a change in tubing appearance including opacity, increase in lumen roughness as well as microbubble adhesion. Plasticizer migration is a known phenomenon in softer polyvinyl chloride (pvc) materials like our tubing set. Additionally, an independent evaluation determined that the plasticizer is not toxic and will not result in adverse health effects in cardiac ablation patients under normal use conditions. Despite any change in tubing appearance, bubbles in the saline remain readily detectable. In addition, the bubble sensor on the smartablate pump uses ultrasound signals and the sensitivity of this sensor is unaffected by any change in tubing appearance. Customers should continue to properly prime and flush tubing per the instructions for use (IFU) and the smartablate irrigation tubing set preparation workflow. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Internal corrective actions are being performed on issues of cloudiness and microbubbles on devices. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).